Manufacturer narrative:
H4 - corrected to: 09-aug-2022 in the intial MDR. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot should be added to the initial MDR. (B)(4)

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm12.6 -3.0/2.0/083 (sphere/cylinder/axis) was implanted on (B)(6) 2023 into the patient's right eye (od). Lens rotation not associated to low vault was observed. Lens was repositioned on (B)(6) 2023 and this resolved the problem. Status of the eye is "expectant". Reportedly, "in future visits we will see the evolution." Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that refractive surprise was observed. Additional information has been requested but none has been forthcoming.